Event description:
It was reported that during interrogation just prior to a routine generator change due to normal battery depletion, the pacing pulses were no longer being captured. Higher output was attempted, however there was still no capture noted. Telemetry was discontinued and several minutes later, the capture was restored. The device was then explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076, implantable pacing lead, implanted: (B)(6) 2005. Product ID: 4193, implantable pacing lead, implanted: (B)(6) 2005. Product ID: 5076, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and the returned device found the battery to be out of specification for an electrical parameter. Analysis of the device found high internal battery resistance.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.